Event description:
The dyonics pump kept running during the procedure and started to overfill the pt's knee during arthroscopy case. The pump had to be manually shut off. The pt did not suffer permanent harm or injury.